Event description:
It was reported that the inserter broke during the operation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation performed has shown that the inserter has completely fallen apart. The threaded part became loose so that the blue handle and the striking head became undone. The hex just beneath the chuck is damaged with visible marks. We can only suppose that the chuck was tightened up far too much and may have caused the damages of the treaded connection and cracked the glue seal. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We assume that the chuck was tightened up far too much which may have caused the damages of the treaded connection and cracked the glue seal. The damage is related to the conditions of use and operational context contributed to this event.